Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample from a neonate tested for bilirubin total gen.3 (bilt3). The erroneous results were reported outside of the laboratory. The initial bilt3 result was 27.6 mg/dl. This result was reported outside of the laboratory and the patient was treated by phototherapy. No adverse event occurred due to this treatment. The sample was repeated and the bilt3 result was 27.8 mg/dl. A new sample was obtained and the result was 13.7 mg/dl. The initial sample was sent out to an external laboratory on (B)(6) 2015 and the result was 11.83 mg/dl. The initial sample was repeated again at the external laboratory on (B)(6) 2015 and the result was 12.13 mg/dl. The bilt3 reagent lot number was 60343901. The expiration date was not provided. It was noted that quality controls were acceptable but have been fluctuating. It was noted that after the initial point of contact the field service engineer went to "another laboratory, found the first sample and analyzed it again." It was noted that results for glucose hk gen.3 (gluc3) and either alanine aminotransferase (altl) or aspartate aminotransferase - pyridoxal phosphate activated (astl) were different than the first run. The results were not provided. It is not known if any erroneous results were reported outside of the laboratory. It is unclear if these tests are for the same patient that was tested for bilt3 or if this is a different patient. Clarification has been requested.

Manufacturer narrative:
According to the reported results of 27.6 mg/dl and 27.8 mg/dl an icteric sample would be expected, however, based on the information provided the color or the serum is only slightly yellow. Calibration data was acceptable. The root cause of the discrepant results appears to be the sample mix up at the laboratory or in the clinic.

Manufacturer narrative:
It was clarified that when the field service engineer (fse) went to "another laboratory, found the first sample and analyzed it again" there were no additional erroneous results for this patient. No additional erroneous results were reported outside of the laboratory. The fse indicated that there was a sample mix up between this patient's sample and another patient's sample.